Event description:
It was observed during the device evaluation, the subject device exhibited minor scratches on distal edge. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide a correction to previously submitted report. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the subject device exhibited minor scratches on distal edge. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: minor scratches on the distal edge. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: friction problem resulting in component failure . Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.